Event description:
It was reported that intermittent cartridge alarms (alarm 31) occurred during the load process with multiple cartridges. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 31) occurred. During the load process. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.